Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was visually observed in the effluent dialysis line at treatment initiation. Leak was visible, therefore, test strips were not used to confirm. The machine alarmed. Estimated blood loss was 250cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. There was no damage observed on the dialyzer. Sample has been discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.